Event description:
Tsai st, lin sh, lin sz, chen jy, lee cw, chen sy. Neuropsychological effects after chronic subthalamic stimulation and the topography of the nucleus in parkinsons disease. Neurosurgery 2007; 61 (5): e1024-e1030. The article describes the results of a retrospective study of 38 parkinsonian pts, who underwent bilateral stn-dbs. The aim of the study was to try to address the correlation between the electrode location within the stn and the development of postoperative neuropsychological events after chronic stimulation. Eight pts experienced neuropsychological side effects. A man being treated with bilateral deep brain stimulation (dbs) for symptoms related to parkinsons disease experienced psychosis with violent behavior, jealousy and persecutory delusions 6 months after increasing the left-side amplitude to 3v. The pt was admitted to the psychiatric ward and the dbs device was deactivated. MRI showed the tip of the left electrode was located outside the stn boarder. Surgical revision of the electrode resulted in resolution of the pt's delusions for the next 3 yr follow-up period.

Manufacturer narrative:
Journal reference: tsai st, lin sh, lin sz, chen jy, lee cw, chen sy. Neuropsychological effects after chronic subthalamic stimulation and the topography of the nucleus in parkinsons disease. Neurosurgery 2007; 61 (5): e1024-e1030.